Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the coiled wire of the guidewire. No break was observed in the core wire of the guidewire. A microscopic observation revealed one coil of the coiled wire overlapped another coil at the location of the kink in the guidewire. The weld tip was observed to be present and intact, and no damage was observed on the weld tip. While the exact cause of the damage observed in the returned guidewire could not be determined, possible causes include damage during manufacturing, handling, and use. A lot history review (lhr) of reds4457 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds4457) have been reported from the same facility in china.

Event description:
It was reported that barbs were found with the proximal end of guide wire. This made it impossible to send the guide wire into the patient¿s vessel. It was stated this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4457 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds4457) have been reported from the same facility in (B)(4).

Event description:
It was reported that barbs were found with the proximal end of guide wire. This made it impossible to send the guide wire into the patient¿s vessel. It was stated this occurred with two devices. This report addresses the first device.